Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to unspecified blood glucose issues (value was not provided). Reportedly, customer was released on (B)(6). The customer declined to provide additional information regarding the issue.